Event description:
A caller reported experiencing a minimum fill notification on their pump. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge, and with instructions from technical support, they used an alcohol wipe to clean the pneumatic tap area on the pump. Reloading the same cartridge successfully resolved the issue, allowing the customer to resume insulin delivery.